Event description:
A distributor reported to baxter that a customer complained about a transfer set's white and blue plastic peeling off, and doesn't click anymore. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Evaluation summary: results indicate confirmation of the reported event of a transfer set's white and blue parts peeling and not clicking. Broken occluder feet were also found during evaluation. The root cause is likely the use of environmental stress cracking agents (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, plant and manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.